Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had a biopsy for an undisclosed reason. During an in-office exam with a medical professional, she was diagnosed with a deflated right breast implant which was suspected to have occurred due to trauma from the biopsy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: unspecified biopsy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 29, 2024, the mentor analysis lab received the suspect medical device for evaluation. On december 04, 2024, mentor completed an evaluation on the returned device. Mentor conducted the visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 05, 2024, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).